Event description:
It was reported the 3.0x33mm rx xience pro a stent delivery system (sds) was removed from the packaging however the shaft was noted to be kinked. The procedure was completed using another device. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided. Return device analysis noted blood on the balloon, on the stent, in the guide wire lumen and on the entire device, consistent with advancement into the patient anatomy. The outer member separated 2.3cm proximal to the guide wire exit notch. The outer member was torn 5mm proximal to the noted separation.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported shaft deformation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported the 3.0x33mm rx xience pro a stent delivery system (sds) was removed from the packaging however the shaft was noted to be kinked. The procedure was completed using another device. There was no patient involvement and no clinically significant delay in the procedure. In this case, the device was returned and there was blood on the balloon, on the stent, in the guide wire lumen and on the entire device, consistent with advancement into the patient anatomy. Additionally, there was stent deformation, an outer member separation/tear and bends/kinks on the delivery system. The returned condition is not consistent with the reported event and the account was unable to provide any further information when contacted. It appears the observed delivery system damage occurred during a procedure; however, this cannot be confirmed. Factors that could contribute to deformation due to compressive stress include, but are not limited to, inadvertent mishandling during unpackaging of the device, sheath/stylet removal, preparation, or during use of the device, interaction with accessory devices, patient anatomical morphology, or patient disease state. Factors that could contribute to material deformation of the stent include, but are not limited to, inadvertent mishandling during sheath/stylet removal, preparation, during use of the device, or interaction with anatomy or accessory devices. Factors that may contribute to split, cut or torn material include, but are not limited to, interaction with accessory devices, mishandling during receiving/storage at the account, and/or during removal from packaging, preparation of the device and/or protective sheath/stylet removal. Factors that may contribute to material separation include, but are not limited to, inadvertent mishandling during unpackaging, during preparation or use of the device, interaction with the anatomy and/or accessory devices or user technique. Based on the returned condition of the device and the limited information provided by the account, a conclusive cause for the reported and/or observed issues could not be determined. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.